Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation: four samples of 10 ml luer-lok syringes were received by bd. A quality engineer was able to review the samples from an unknown lot number regarding material number 302995. All samples were received loose and all four have cracks in the barrels. One has a 1¿ crack, one has 1-1/2¿ crack, one sample has 2 cracks, both 1-1/2¿ cracks, and one has a 2¿ crack and a 1-1/4¿ crack. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. The lot number is unknown, therefore defective rate cannot be identified. The lot number is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: "we received a product complaint from our york street campus neuro intensive care unit (sp 6-2) concerning an event while using bd product # syringe 10ml luer-lok tip disposable. The lot numbers are unknown. No harm to the patient has been reported. The event date is 11.26.2023. We have four each samples of the cracked bd 10cc syringe to return to bd for analysis. Please send to my attention an RMA and return kit w/mailer label. Let me know if you need additional information." The clinicians describe the complaint: ¿neurosurgery was removing a csf sample proximally from an evd, and as they were suctioning out the csf, it was leaking out of the syringe. Upon further inspection the syringe had a crack in it..¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.